Manufacturer narrative:
The subject device was returned to olympus for evaluation. The glue in the distal end of the bending rubber was missing as the user facility noted. It was also noted that the glue in the proximal side of the bending rubber was peeled. The manufacturing record of the subject device was reviewed, but there was no abnormality possibly associated with the reported phenomenon. The repair history was reviewed, and it was found out that the bending rubber of the subject device was changed and the glue at the both ends of the bending rubber was changed as well on july 2010; however, there was no record indicating any repair done by olympus after that repair. Though the exact cause of the event could not be conclusively determined, there is the possibility that there was aging deterioration, or that the glue was damaged due to excessive force applied during manual cleaning, subsequently the tracheal tube and the glue came into contact and the glue fell.

Event description:
A patient who was being hospitalized and mechanically ventilated experienced respiratory failure. The user facility used the subject device to observe endobronchial area when moving the bronchial tube. Since the patient breathed abnormally even after the tube was moved, the tube was again moved. At that time, a foreign object was noticed and removed. The patient was then breathing normally. The head nurse of the facility commented that the foreign object was not related to the patient respiratory failure. Olympus customer service representative evaluated the subject device the day after the incident was reported, and it was revealed that the glue in the distal end of the subject device was missing and the ring-shaped foreign material that was retrieved matched the shape of missing glue.